Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An valiant stent graft system was implanted in a patient for the endovascular treatment of a 5.5 cm thoracic aortic aneurysm. It was reported that the physician was not able to introduce the stent graft through a 22 fr sentrant sheath. A 24fr sheath was then opened and used without issue. The reportedly resolved the event. The physician stated that the cause was related to the sentrant device. No clinical sequelae were reported and the patient is fine.